Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance and non capture were noted on the right ventricular (rv) and right atrial (ra) leads oversensing was also noted on the right ventricular (rv) lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.